Manufacturer narrative:
(B)(4). Biomed recalibrated the air inlet transducer and ran the unit overnight. The device error did not come back, and the unit was placed back in service.

Event description:
The customer reported the following: ¿device error is showing at power up, no other issues, the vent runs properly and is getting good numbers. Error log shows: data error compressor¿.comp time error¿. Check[ed] mfg setup on the compressor, all info was in and stays put. Changed the date and info was retained. Checked the cop cal info and it shows low limit 65 high limit 154. The vent gets a device error (data error compressor), only when the wall gas is connected. When the wall gas is removed and the unit powers up, there is no device error. [ ] checked the air inlet monitor, it looked to be off by about 10-15psi.¿ biomed was to attempt to re-calibrate the air inlet transducer to see if the issue resolves.